Event description:
Healthcare professional reported "intramammary lymph nodes...one in the posterior third of the inferior lateral quadrant of the left breast, measuring 0.4 cm." Healthcare professional later reported capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.4, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intramammary lymph nodes.

Event description:
Healthcare professional reported "intramammary lymph nodes...one in the posterior third of the inferior lateral quadrant of the left breast, measuring 0.4 cm." Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.